Event description:
It was reported that the implant mount was not correctly engaged to the implant when opening the blister. Implant fell to the floor.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. E1: email address: unknown / not provided. G4: premarket identification: k011028/k013227. H4: device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative: zimvie did not receive one (1) tsvwb10 (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 1287577. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1287577 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.